Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additional information was not provided and customer could not troubleshoot with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.